Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "color problem," ¿whitish color edema,¿ nasal congestion, "presence of livedoid vascular compromise," "the patient's worry," and "feeling of pressure" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications: ¿ do not inject into the blood vessels (intravascular). Intravascular injection may lead to embolization, occlusion of the vessels, ischemia or infarction. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ staining or discolouration of the injection site might be observed, especially when ha dermal filler is injected too superficially and/or in thin skin (tyndall effect). ¿ rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported that they injected the patient with 0.1ml of juvéderm® volbella¿ with lidocaine in the nasolabial grooves. Approximately 4 hours after injection, the patient "experienced on the left side changes in color and edema" and developed a ¿whitish color edema¿ and nasal congestion. Edema and vascular involvement were noted in the nose and lower left eyelid. ¿due to the presence of livedoid vascular compromise,¿ the healthcare professional treated with hyaluronidase followed by radiofrequency treatment. The next morning ¿due to the patient¿s worry,¿ the patient contacted the healthcare professional to report edema. Healthcare professional suggested the patient apply hot compresses to ¿avoid this feeling of pressure.¿ it was also noted the patient developed a "color problem" in the skin. Patient was additionally treated with ribotripsin tablets and an ultrasound with ¿improvement of symptomatology.¿ healthcare professional indicated symptoms were probably due to 'vasoconstrictor effect." Symptoms eventually resolved.